Manufacturer narrative:
Device was used for treatment, not diagnosis. Other¿(B)(4) lot number unknown. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the patient underwent revision surgery to remove a transpalatal distractor system due to infection and patient discomfort on (B)(6) 2015. It was reported that there was no problem with the devices but the patient was unwilling to cope with the therapy. The surgeon felt this patient was not the best candidate for this type of procedure. The transpalatal distractor system was initially implanted on (B)(6) 2015. The patient was revised during another surgery with a different unknown device system. This report is 3 of 6 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the distractor was received with missing right footplate. Implant shows minor signs of wear. The distraction mechanism moves without any noticeable problems. The returned screws do not show conspicuity. No design related problem with the returned device could be identified. The product development investigation is therefore closed as invalid. Regarding the indication of an infection and the post-operative patient behavior, the instructions for use indicate that infection is one of the most common side effect with this kind of major surgical procedures; also failure to follow postoperative care and treatment instructions can cause failure of the implant. Due to the received information we determine the root cause as patient non-compliance. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.